Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that device a and b were returned with the blade scratched and cracked. The devices were tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or genral use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process. Serial # = na.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device failed during the case. The generator showed error code five. The device was retightened with no resolution. Another disposable device was used in order to finish the case. After a few activations with the new disposable, the generator emitted a constant tone without any error code. A third disposable was used to finish the case with patient consequence.